Event description:
This case occurred in the united states. According to the information received on 27-may-2022, a patient was injected approximately in (B)(6) 2022 - exact date unknown - into the mid cheek area with rha 2 and rha 4. Six weeks later, on (B)(6) 2022, the patient presented with pain at the location of the injection site and discoloration. As reported, it looked like the rha was compressing the blood flow, but there was no necrosis. As corrective treatment, the injector was advised to give hyaluronidase, however it is unknown if the patient received it yet. No other information was provided at the time of this report.